Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, gripper was unable to actuate during simultaneous gripper actuation. The gripper was stuck with anterior leaflet and was removed with standard troubleshooting. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 2-3 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed and identified the gripper line to be broken via returned device analysis. The reported difficult/delayed positioning (gripper caught on leaflet) could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the identified gripper line break. A conclusive cause for the gripper line break and difficult/delayed positioning (gripper caught on leaflet) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined investigation findings: 3233 results pending completion of investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, gripper was unable to actuate during simultaneous gripper actuation. The gripper was stuck with anterior leaflet and was removed with standard troubleshooting. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 2-3 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.